Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it was thrown away; therefore a return sample evaluation is unable to be performed. Intestinal ulcer is a known complication of an intestinal tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2012, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy jejunostomy (peg/j)tube placement. On (B)(6) 2016 the patient had the present intestinal tube placed. On (B)(6) 2017 a gastric ulcer was identified. The physician decide to suspend the duodopa therapy and remove the peg/pej system waiting for the resolution of the problem. The tubes were thrown away.